Manufacturer narrative:
Device evaluation summary: examination of the returned right device revealed a rent in the shell. The rent measured approximately 3 cm and was located on the posterior aspect. A microscopic examination of the edges of the rent revealed no indication as to its cause. Areas of shell wear was also observed on the device. No other anomalies were observed. Upon receipt by mentor, the device weighed 628.2 grams. Root cause: a root cause of the failure could not be determined. Corrective action: because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded the rent and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and rupture is a known complication associated with these devices which is referenced in our product insert data sheet. Based on the information received and the results of the laboratory evaluation, the product evaluation team concluded the reported rupture of the patient¿s right prosthesis was most likely due to the observed rent in the shell of the device. Although the root cause of the rent could not be determined, the parallel lines of shell wear suggest in-vivo folding or creasing of the device. It has been concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s normal physiologic response to the implantation of a foreign object. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint condition were identified. This report contains supplemental information for mentor asr/psr reference number 223769. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 600cc gel breast prosthesis (right device) and a mentor memorygel breast implant 550cc gel breast prosthesis (left device) when the right breast prosthesis ruptured after implantation. In addition, the patient developed capsular contracture (baker grade unknown) in both breasts. As a result, the patient underwent bilateral explantation and replacement with a mentor smooth round moderate profile 425cc saline breast prosthesis and a mentor smooth round moderate profile 375cc saline breast prosthesis on (B)(6) 2013. This report relates to the right prosthesis. See 1645337-2019-08551 for contralateral prosthesis report. This report contains supplemental information for mentor asr/psr reference number 223769.